Manufacturer narrative:
H3, h6: analysis was performed for product: 9734298, lot number: 140814. It was reported that the returned tap was slightly deformed at the tip in an out of round condition. The tap was in otherwise good condition. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that prior to a case, the guide wire would not pass through the cannulated tap. It was noticed that the proximal end of the tap was deformed, causing the guidewire to not go smoothly through the instrument. There was no patient involvement. The actions taken to resolve this issue was that they used a different instrument to complete the case.